Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the display was blank. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the display was blank-- the device operated as intended, but the display was blank. The rse provided the bme with the part numbers of the second-generation liquid crystal display (lcd) and user interface (ui) printed circuit board assembly (pcba) for repair.

Manufacturer narrative:
H10: the biomedical engineer (bme) informed the remote service engineer (rse) that during device setup, the screen was black when the device was powered on, and parameters were not visible. The device cycled breaths and was able to be powered off via the touchscreen, and yellow light emitting diodes (leds) were illuminated on the front panel. The liquid crystal display (lcd) and user interface (ui) printed circuit board assembly (pcba) were replaced, but the issue remained. The bme therefore requested assistance with troubleshooting the device. The rse advised the bme to try to isolate the issue by swapping the ui display with a known good ui pcba and provided the bme with the part number of the replacement ui pcba for repair-- if the problem persisted, the rse recommended that the bme should replace the power management (pm) pcba. Investigation and repair are still ongoing.

Manufacturer narrative:
H10: multiple attempts have been made on 13dec2023, 20dec2023, and 27dec2023 to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: multiple attempts have been made on 13dec2023, 20dec2023, 27dec2023, 08feb2024, and 15feb2024 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.